Manufacturer narrative:
Conclusion code belongs to the leads and extensions.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: extension.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient that was implanted with an implantable neurostimulator (ins) for post stroke pain. It was reported that the patient experienced a loss of stimulation due to fracture of the lead and adopter. No x-ray images were available. Telemetry data was available. There were no external factors that contributed to the event. Troubleshooting was performed on may 23rd, impedance was checked and over impedance was confirmed at electrode #0, #5, and #8-15. No interventions or actions were performed. The issue was not resolved at the time of this report. No surgical intervention occurred, but was planned and scheduled for (B)(6). The physician¿s observation about severity was not severe. The patient was alive with no injury. The rep reported three weeks later that a replacement procedure was performed on (B)(6) 2017 which replaced the reported products with non-medtronic products. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the whole system including the ins should have been replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.